Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer was using cold insulin when filling their cartridge and also over filling cartridge during the loading sequence.